Event description:
Note: this report pertains to the first of two reported malfunctions which occurred during the procedure. It was reported to boston scientific corporation that during an attempt to deploy an ultraflex tracheobronchial stent device, only one-half of the deployment could be completed due to restriction of the stent deployment suture. According to the complainant, the stent system was retracted and replaced with another ultraflex tracheobronchial stent device. There were no patient complications (patient gender, age and weight are unknown) reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "ok." Refer to MFR report # for details regarding the second device.

Manufacturer narrative:
Two devices were returned for evaluation; the devices were entangled with each other. The devices represent the two reported malfunctions. Visual examination of the devices noted that the deployment suture threads knotted the devices together. An unsuccessful attempt was made to untangle the threads; the threads were severed in order to separate the two devices. Approximately 15 mm of the suspect device had been partially deployed. Although some initial resistance was felt, it was possible to deploy the remainder of the stent; no anomalies were noted with the deployed stent. The cause of the reported malfunction is determined to be design related.